Event description:
There was a reported pulmonary artery rupture 48 hrs after surgery on 10/19/96. The pt started throwing up blood. It was reported that the pt was stabilized. The physician stated it is unk if the pulmonary artery rupture was attributed to the catheter.